Manufacturer narrative:
Evaluation: no product was returned to assist with this investigation. An internal clinical review indicated that the event was caused by user error in the deployment of the above device due to adverse anatomical conditions.

Event description:
In 2005, two main body extensions were placed to repair an endoleak from another manufacturer's device. In 2007, an rx1-28-62 was placed due for the need of add'l repair. However, the renu device was placed too high and could not be pulled down. There was a massive leak between the renu and the other manufacturer's stent graft. The physician placed another endovascular main body extension graft to bridge the gap.